Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to occlusions with the infusion sets. Customer also mentioned that she was hospitalized eight months ago for high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Customer experienced nausea and headache. Nothing further reported.